Event description:
It was reported that during implant attempt, the physician nicked the lead with a suture. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer tubing overlay breached cut, there was blood/body fluid on the outer tubing overlay, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed.